Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt had a CT scan, and it was discovered her scs lead has moved. The pt indicated she would like her scs system removed because she needs to have an MRI done. It was also reported the pt visited the ER for reasons unrelated to her scs system, during the ER visit, the pt was diagnosed with vertigo. The pt's physician has suggested the pt be evaluated by a neurologist for an accurate diagnosis of vertigo. No further actions will be taken at this time.